Event description:
It was reported via literature that the closure device did not seal, and a transient ischemic attack (tia), cerebral vascular accident (cva), and pericardial effusion occurred. Left atrial appendage closure (laac) procedures were performed with a watchman laa closure device and these patients were monitored from mount sinai hospital between 2013 to 2019. The procedures were performed under general anesthesia and transesophageal echocardiographic (tee) guidance. 20 patients were identified between 2018 and 2020 with a mean leak size of 3.8 plus or minus 1.3mm, all of whom had a non-thrombosed laa and underwent coiling of the closure device leaks. Five of the 20 patients had a leak measuring greater than or equal to 5mm. The closure device leaks were identified on routine screening tee for 18 of the 20 patients. However, the closure device leaks were found for 2 of the 20 patients following thromboembolic events with one occurring after a tia and the other occurring following a cva. The patients presented for coiling procedures on average 25.0 plus or minus 15.5 months following the initial implant procedure. Coiling procedural success was achieved in 19 of the 20 patients (95%). In 2 patients, a loop of the coil prolapsed into the left atrium, requiring snaring of the prolapsed coil and either removal of the coil or readvancement of the coil into the laa. One patient experienced a pericardial effusion during attempts to advance the 4f catheter into the laa, and the remainder of the coiling procedure was aborted, and pericardiocentesis was performed to drain the appendage. The patient was discharged from the hospital 2 days later. One patient with a medical history of epistaxis also developed severe epistaxis immediately post procedure, requiring reintubation and intensive care monitoring for 2 days. Follow up imaging following the coiling procedures was obtained in 18 patients with 17 coming via tee and 1 coming via contrast-enhanced computed tomography (CT). The follow up imaging was performed an average of 77 plus or minus 47 days post coiling procedure. Complete resolution of the closure device leak was seen in 67% of the patients, significant reduction in leak was seen in 28% of patients, and 6% of patients had continued leak. Following a clinical follow up of 16 plus or minus 5.4 months, 17 of the 20 patients had their therapeutic anticoagulation remaining discontinued and were maintained on only aspirin 81mg. One patient was placed back on clopidogrel following transient episodes of expressive aphasia with brain magnetic resonance imaging (MRI) demonstrating no new infarct. Another patient with a history of stroke following implantation of the closure device was deemed too high risk even follow proper leak closure to effectively discontinue their anticoagulation. Another patient presented to another healthcare facility with headaches, and was diagnosed with a lacunar infract in which they received low-does apixaban in response. The 3 patients who continued medication treatment had a fully thrombosed laa with no evidence of residual flow by either CT or tee.

Manufacturer narrative:
Date of event - estimated and documented in this report as 01may2021 as the article was published in may 2021. Literature citation: musikantow dr, shivamurthy p, croft lb, kawamura I, turagam mk, whang w, dukkipati sr, goldman me, reddy vy. Transcatheter embolic coils to treat peridevice leaks after left atrial appendage closure. Heart rhythm. 2021 may;18(5):717-722. Doi: 10.1016/j.hrthm.2021.01.030. Epub 2021 feb 4. Pmid: 33549807.